Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump, after updating the drug library, would revert back to the old library. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "after updating the mdl it reverts back to old library," was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The software will be reinstalled as a precautionary measure. The alleged difficulty to update the mdl may have involved a delay to prepare the pump before patient infusion that is not likely to impact the patient. If the alleged difficulty to update the mdl of the spectrum infusion pump were to recur, it is not likely to cause or contribute to serious injury or death. Should additional relevant information become available, a supplemental report will be submitted.